Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. (B)(4). The manufacturer¿s sales personnel confirmed the reported issue and issued a credit to the customer. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The da board was installed in an fi test ventilator. The test ventilator was booted up into normal ventilation mode and delivered breaths. The test ventilator was cycled on and off 20 times without producing any errors. The pressure accuracy test (pvt test 4) was performed and passed. The da board was allowed to run in the test ventilator for approximately two (2) hours and no errors were generated. The determination could not be made that the device failed to meet specifications. The customer returned data acquisition (da) board was tested and no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the product failed the pressure accuracy test while being tested before first use.there was no patient involvement.